Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod on the infusion device stopped moving without providing an occlusion error or alert message. As a result, the user experienced elevated blood glucose values of 280 mg/dl and 300 mg/dl.